Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/22/2014 with the following findings: visual inspection revealed that the keypad was intact and free of damage. Evaluation revealed that all of the keypad buttons were unresponsive: the reported keypad-responsiveness issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the keypad-responsiveness issue. Unrelated to the reported keypad-responsiveness issue, the display screen was dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was sticking. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.